Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm. Insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 pump alarmed stuck button. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 20:48:17.000 in insulin pump downloaded history. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 20:48:17.000 in insulin pump downloaded history.